Event description:
It was reported that a user new to the ilet made a meal announcement for dinner, experienced a glucose decline afterward, consumed carbohydrates to treat the low, and then made another meal announcement while still low, which contributed to a prolonged hypoglycemic episode; the cgm indicated a nadir of 54 mg/dl and the user treated with oral glucose, using a dexcom g7, with the event characterized as a use-of-device problem and no specific device component implicated. Symptoms included hypoglycemia. Outcomes included a serious injury/illness classification and the need for medication-level intervention due to the hypoglycemia. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem, with the event attributed to user interaction with the system, specifically an accidental meal announcement during a low. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.